Event description:
It was reported that the patient line of the cassette was unable to be disconnected from the transfer set. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d1, d3: device manufacturer name, d4: unique identifier (UDI) #, d9, g1, g4: PMA/510k # or bla #, h3, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation attached to the transfer set. The transfer set dark blue female connector was connected and disconnected using the returned amia patient connector by hand with no issues noted. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.